Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) had a battery monitoring voltage of 2.56 v after 56 months of implant. The patient was lost to follow up so monitoring voltage at 27 months was unknown. This device is part of the shortened replacement window advisory. This advisory was originally communicated april 5, 2007. The caller inquired about a longevity estimate.

Manufacturer narrative:
Technical services (ts) discussed that the device was unlikely exhibiting advisory behaviors but this cannot be confirmed without knowing the monitoring voltage at 27 months. Ts advised that the device follow-up should continue via latitude and the device should be replaced within one month of declaring elective replacement indicator (eri). Ts discussed demonstrating beeping tones to the patient. Ts also discussed that a longevity estimate cannot be given as it is unknown if the device is affected by the advisory and the estimate may not be accurate. No adverse patient effects have been reported. At this time, no additional information is available and records indicate that this device remains implanted. If additional information becomes available, this event will be updated.

Event description:
--

Manufacturer narrative:
Additional information was provided that this device was later explanted due to normal battery depletion. No adverse patient effects were reported during the procedure.